Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl) and diabetic ketoacidosis. Customer administered a correction bolus and drank water to treat their bg levels; however, their bg levels remained elevated and the customer was later hospitalized. Reportedly, customer believed that their elevated bg levels were due to stress. Customer was treated with intravenous insulin and released on (B)(6) 2016.